Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported and observed failure is user error. Excessive force on the shortening suture strands and/or tensioning them out of line with the bone socket may break the strands and impair the ability to fully seat the implant, ultimately resulting in damage and breakage during the final tensioning step. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Directions for use dfu-0147-eo revision 4. Tightrope devices. G. Precautions: 1. Acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in line with the bone socket may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. The complaint allegation was confirmed upon reviewing the customer-provided image, which showed damage to the suture system, with torn and frayed sutures as evidence of excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-jan-2026, an arthrex subsidiary employee reported via email that an ar-1588rt-2j tightrope ii rt exhibited an incorrect fit of the plate, which resulted in the graft returning during an acl reconstruction performed on (B)(6) 2026. The bone quality was described as good, and additional anesthesia was administered to complete the procedure. The case was finished using a 4.5 mm cortical screw. The procedure proceeded as planned, and no patient harm was reported. Additional information was requested on 23-jan-2026.